Event description:
A customer reported that after cleaning the arm unit they found they were unable to remove the compressions module from the frame. The customer did not report this occurring during patient use.

Manufacturer narrative:
The unit was returned for further evaluation following a customer report. Upon receipt, the device underwent bench testing. During evaluation, it was determined that the front screw within the impact sleeve had loosened and backed out, causing the unit to become caught within the frame. The case halves and impact sleeve were replaced. Following these repairs, the device successfully passed all functional testing and was returned to service. Although the original customer report was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.